Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and right atrial (ra) lead exhibited high, out of range pace impedance greater than 2500 ohms. The lead could not be tested to verify capture due to the patient being in atrial fibrillation (af). The physician did not have a plan of action at the time. Requests for additional information were unsuccessful. No adverse patient effects were reported. The system remains in service.